Event description:
Patient was revised to address infection. Update (B)(4) 2012 - patient's operative records received. No new information that would change the outcome of the investigation. Update (B)(4) 2013 - patient's primary and revision operative records were received. Records indicate the patient was revised to address an acute onset of pain and fever, with a diagnosis of infection by aspiration. Upon revision a large amount of seropurulent fluid was found within the hip joint, the acetabular bone bed was fully supportive, and the femoral stem was firmly ingrown through its entire length. At this time, prostolac was placed. The patient was reimplanted on (B)(6) 2013. The asr sleeve was added to the complaint. Update (B)(4) 2013 litigation papers received. Litigation alleges bone and tissue damage and elevated metal ion levels. Comment: due to litigation discussing the issues of metal-on-metal, we are currently reporting the acetabular cup and femoral head. Should we receive additional information, we will update accordingly.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.